Manufacturer narrative:
Batch review performed on 2 may 2022: lot 2102488: 240 items manufactured and released on 08-apr-2021. Expiration date: 2026-03-23. No anomalies found related to the problem. To date, 230 items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting patella instability and the cause is unknown. The surgeon plans to revise the patella in (B)(6) 2022 (primary was on the (B)(6) 2021). No further information is available at this time. More details to follow once revision takes place.

Event description:
At about 8 months from primary the surgeon revised the patient femur and liner because the femur was implanted in primary without enough external rotation.

Manufacturer narrative:
On the 15th of july we have received the infomation that the revision surgery was peroformed and the event description has been changed as follows: at about 8 months from primary the surgeon revised the patient femur and liner because the femur was implanted in primary without enough external rotation. The femur has been added as product involved. Gmk-sphere 02.12.0722r femoral component sphere tinbn coated size 2+ r lot. 2013265 batch review performed on 19 july 2022: lot 2013265: 05 items manufactured and released on 30-mar-2021. Expiration date: 2026-03-21. No anomalies found related to the problem. To date, 4 items of the same lot have been sold without any similar reported event during the period of review.